Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) stated that the cubie pocket on drawer 4 sub drawer 2 pocket a2 bad memory when the customer was tried to recover it was ejected. The fse informed the customer that the cubie pocket was defective and advised requesting a replacement pocket to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple cubies in a drawer failed during storage space recovery. Pharmacy staff attempted to recover storage space, but the cubies did not release as prompted and recovery was unsuccessful. Technical support was required for further assessment and resolution. No patient harm was reported at the time of the event. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.